Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided information states the patient had a gutter debridement procedure and found some poly wear, so a poly exchange was conducted. Although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear after approximately 6 years of implantation. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient revised due to gutter debridement with incidental poly exchange. Polywear reported at tibial liner.